Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh indicates that this event would not be associated with the device but rather would be related to user technique.

Event description:
A plate was explanted because of a non-union of the fracture and an infection. The plate was not broken. A reconstruction plate was then implanted.